Manufacturer narrative:
This report is submitted on august 23, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021. The patient's parents report the current placement of the internal ci receiver/stimulator is too far forward on the patient's head bilaterally and it's causing problems with wearing time. The patient was reimplanted with a new device during the same surgery.